Event description:
It was reported that e360 ventilator had an oxygen sensor error. Patient involvement information was not provided by the customer. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.